Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gauge glass was broken and the fill cap was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user mishandling by dropping or hitting the device against a surface. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the foot control device was not working. It was further reported that visual inspection revealed that the device had a broken gauge, glass and a fill missing cap. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.